Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 260 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Data obtained from the device shows that device completed first prime prematurely due to rotational sensor errors. Time outs and drive stalls were observed in the device data. The device was rerun and deployed as expected but failed to successfully deliver a 5u bolus. During the device rerun an 0x14 alarm was generated indicating an occlusion. The hard cannula was found to be the source of the blockage. Once the blockage was cleared the device was rerun for a second time and was able to successfully delivered a 5u bolus. No alarms were generated and no time outs or drive stalls were replicated. No damages or defects were observed that would have prevented the device from functioning as intended.